Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned applicator and cap; no issues were observed. The sensor cap was retained inside applicator cap, and applicator had fired correctly. Visually inspected sensor patch and damage to the sensor housing was observed. Data was extracted using approved software, and data extraction was successful. Customer reported for ¿applicator and sensor is already used¿. Customer¿s reported complaint was not observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported prior to use the ¿applicator and sensor is already used¿. There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported prior to use the ¿applicator and sensor is already used¿. There was no indication that the customer applied the device to their body and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.